Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air bubbles in the patient line of a homechoice cassette. This occurred during fill one of peritoneal dialysis therapy. The patient was connected at the time of the event. There were no issues identified during troubleshooting that would cause or contribute to the air. Renal therapy services (rts) advised the caregiver to end therapy, start with new supplies, and reviewed proper procedures per the user manual. There was no report of patient injury or medical intervention associated with this event. No additional information is available.